Event description:
A medtronic representative reported the axiem system showed a 5mm inaccuracy after draping the patient. Registration was fine and when accuracy was checked, it was within expectations. However, after the patient was draped, the surgeon noted the inaccuracy. The surgeon proceeded with the ent procedure to completion, with the use of the stealthstation s7 system. The surgeon stated he may have bumped the patient reference when draping the surgical site. No negative impact to the patient was reported.

Manufacturer narrative:
Software investigation finds that, as reported initially, the patient reference was bumped during the draping of the patient. The software is functioning as designed.